Event description:
Pt had a bipolar hip arthroplasty in 2002. In 2003, while sitting on the toilet and reaching for toilet paper, pt heard a loud pop. Presented to the ed with pain. Diagnostic studies showed a dislocation of the prosthesis. 2 days later operative procedure for revision of component of left hip prosthesis.